Event description:
It was reported the ecs29 was used during a sigmoid colon resection. It was reported the device misfired and there was only a partial anastomosis because half of the staples did not form. An hour of additional or time was needed to complete the case by hand sewing.